Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead perforated the pericardial sac leading to a pericardial effusion and low blood pressure. As result, a pericardiocentesis was performed on the patient and her blood pressure returned to normal. The rv lead remains implanted and in service. No additional adverse patient effects were reported.